Event description:
Patient reported their dentist informed them that the aligners will not work for them due to their wisdom teeth. They stopped wearing the aligners. Requested letter of recommendation from patient's visit with dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.